Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing noted on the right ventricular channel of the implantable cardioverter defibrillator. On (B)(6) 2018 programming modifications were performed successfully.